Manufacturer narrative:
(B)(4). D10 - medical product: unknown zss femoral component catalog # unknown lot # unknown. Unknown zss tibial component catalog # unknown lot # unknown. G2: denmark. H3: customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported one patient was experiencing instability and infection in knee post implantation. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. D10: unknown zss femoral stem catalog # unk lot # unk.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent a knee arthroplasty revision due to infection, pain, instability and loosening approximately four (4) years post-operatively. All components were revised and replaced. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b2, b3, b4, b5, b6, b7, d6a, d6b, g3, g6, h2, h6, h10.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. The reported event could not be confirmed as medical records were not provided. The device history records and sterile certifications could not be reviewed as the lot number associated with the reported event is unknown. All devices manufactured follow acceptable sterilization processes according to published iso/aami/astm & EU guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors that may include hospital/surgical environment, provider-related risk factors, and/or patient comorbidities/risk factors. As all products manufactured follow appropriate standards and the reported infection occurred at more than ninety (90) days post-operatively, the implanted products are not identified as the source or contributing to the reported infection. The root cause was determined to be traced to non-device related factors. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.